Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device was delivering a monophasic energy output instead of a biphasic output. As a result, the incorrect defibrillation therapy may be delivered. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the therapy pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Further root cause could not be determined.